Event description:
Event description cpi received information that in may of 1999 the implantable cardioverter defibrillator (ICD) was removed due to a loss of telemetry and no brady output. The problem was not reported to cpi at that time.